Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause was not identified. Based on the available information, the investigation determined the likely cause was of the reported event was a temporary malfunction of the lamp due to deterioration.

Event description:
A user facility reported to olympus that they were experiencing "intensity/brightness issues." There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
The problem, as reported to olympus, was first identified during set up of equipment. There was no patient involvement associated with the event.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Updates to sections b5, e2, e3 and h6. The user facility reported that the problem was resolved. Troubleshooting of the issue by the user facility determined the reported problem was caused by use error; the end user did not connect a scope, resulting in the reported problem of an "intensity/brightness issue."